Event description:
In 2005 my father was fitted with a hernia patch as part of a routine operation in (B)(6). He later returned to live in the (B)(6) and in 2012 was rushed to hospital after falling, extremely unwell. Upon investigation, emergency surgery was completed to remove part of his lower bowel. Following the procedure, my father was placed in an induced coma and kept on life support but his organs began to fail and he succumbed to his condition 12 days later. The surgeon subsequently explained that the hernia patch had become detached, obstructing his bowel, causing it to rupture. At this point I began investigating the hernia patch. It is form a family of products that now have a long history of issues. Many of these products have been recalled by the FDA. Http://www.FDA.gov/medicaldevices/safety/listofrecalls/ucm062944.htm. My father's patch has been discontinued but I have collected the various medical records and testimonies. To date I have gathered the following information: the medical records from the (B)(6) where the mesh was implanted that show it was a bard device used: bard composix ex mesh, eclipse 4" x 6", ref 0123460, lot 43c9d495. The medical records from (B)(6) hospital where the emergency surgery to remove the mesh and part of his bowel was completed that state how his bowel had become obstructed by the patch. His death certificate listing small bowel obstruction and multi-organ failure as the cause. A report form the surgeon who completed the emergency surgery to remove the mesh and part of his bowel. Both the medical records and the subsequent report from the surgeon state that my father's bowel had attached to patch causing it to become obstructed and rupture.